Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable prior, during and post surgery.

Manufacturer narrative:
Legal hold on the device- so it was not analyzed.